Event description:
While attempting to raise himself off, the raised toilet seat -with arms-, one of the arms came loose from the seat, the patient lost his balance and fell. The patient had screws in his lumbar area prior to incident and they broke when he fell. He had to have another surgery after incident to have longer screws inserted in his back.